Manufacturer narrative:
Weight-ethnicity:unk. This product is not marketed in the us. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo 12.6 implantable collamer lens of -10.0/2.0/010 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2021. (B)(6) 2021 the lens was exchanged for a longer length lens due to low vault and the problem was resolved. Cause reported as unknown.